Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record for the pcb00 lens were in compliance with manufacturing procedure specifications. No deviation or nonconformance was found related to the complaint type reported. A review of process manufacturing instructions in the change control system was done during the period when this production order was manufactured and did not show any change that could be related to the complaint type reported. Based on the manufacturing record review results, the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
We received a report that during the implantation of tecnis preloaded pcb0000175 intraocular lens (iol), the trailing haptic was delivered behind the optic and became stuck in the cartridge tip. The surgeon tried to free the haptic but it was torn off. The surgeon decided to leave the iol in the eye. At the time of the surgery, there was no patient injury reported but there was potential to cause damage to the endothelium. In follow up received (B)(6) 2015 it was learned that the haptic was stuck to the optic as well.

Manufacturer narrative:
Explant date: not applicable; still implanted. Initial reporter telephone: (B)(6). This device is not approved by the FDA; however, it is a same/similar device as model zcb00- pmap980040. All pertinent information known to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The preloaded delivery system was returned to the manufacturer. The intraocular lens (iol) was not returned. Visual inspection: the plunger component was observed in advance position until the ready position indicator line. The push rod was observed at the cartridge tube. Viscoelastic residues were observed from loading zone to the cartridge tip. No lens was observed inside the device. Stretch marks were observed at the end of the cartridge tube and tip. Cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). Manufacturing related cause was not identified. Based on the visual inspection results the plunger component of the returned pcb00 sample was observed in advance position until the ready position indicator line. No lens was observed inside the device. Stretch marks were observed at the end of the cartridge tube and tip. The condition of the device is compatible with a device that was handled for the insertion process. Manufacturing related cause was not identified since no assembly error on the preloaded delivery system was observed. All pertinent information available to the manufacturer has been submitted. Placeholder.